Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal power distributor (upd) involved with this complaint and completed the device evaluation. The reported failure was replicated/confirmed. The upd was installed and tested on the printed circuit assembly (pca) test system. The system started up and failed with error 31221. The logs detected a loss of power.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal power distributor (upd) to resolve the issue. The system was tested and verified as ready for use. The upd unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a malignant hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to repeated 31221 faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that there were repeated 31221 non-recoverable errors. Prior to calling in, the customer rebooted the system, with no change. The intuitive tech support engineer (tse) uploaded the error logs and noted error 31221 against axes controller platforms (acps) 1 and 2. The tse had the customer emergency power off (epo) the patient side cart (psc), with no change. The customer elected to convert to a laparoscopic procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.